Manufacturer narrative:
Follow-up report to correct suspect medical device information and manufacturer information and provide an updated MFR report number. As the manufacturing site is being corrected the new manufacturer report number is 2640128-2017-00015. See: brand name: was: avaira vitality (enfilcon a) is: avaira vitality (enfilcon a). Common device name: was: avaira vitality (enfilcon a) is: avaira vitality (enfilcon a). Manufacturer: was: coopervision manufacturing, ltd., UK is: coopervision (B)(4). Manufacturer: was: coopervision manufacturing, ltd., UK is: coopervision (B)(4). Report type is a follow-up (#1). Follow-up report type is a correction.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
Incident was reported by the patient's location of purchase. It is alleged that the patient experienced a corneal ulcer in the right (od) eye. The patient returned one opened lens in used condition to his location of purchase. The patient is being treated at a separate facility. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution. Should additional information become available it will be provided to FDA in a follow-up report.